Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, duplicated inferior vena cava, narrow posterior leaflet, and densely packed chordae. A mitraclip xt was inserted and deployed on the mitral valve. However, after deployment, the clip opened from roughly 20 degrees to roughly 45 degrees. It was noted that the clip remained stable on the leaflets. No additional clips were implanted, and the mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.